Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "pacer fault 116" , "pacer disabled" and "defib disabled" message upon power up. The complainant indicated there was no pt involvement with this reported malfunction.